Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure unknown, male, unknown, unknown. Date and name of initial surgical procedure? Unknown, laparoscopic inguinal hernia repair. The diagnosis and indication for the initial surgical procedure? Unknown, inguinal hernia. Product code and lot number? Unknown. What were current symptoms following the index surgical procedure? Unknown onset date? Unknown. Other relevant patient history/concomitant medications unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Was the hernia repair associated with this event performed on primary or recurrent hernia? Primary. What was the defect size/type/location of the hernia associated with this event? Unknown/unknown/inguinal. Mesh size and overlap? Unknown. Was the procedure associated with this event open or laparoscopic? Laparoscopic . If applicable in what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal). Extra-peritoneal. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? Unknown. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Unknown. How much time from initial hernia repair to hernia recurrence? A couple years. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? Unknown. How was the recurrence diagnosed? Unknown. Has reoperation been performed? . No if so, please provide the date and findings. N/a. What is the patient's current status? Fine...awaiting re-op.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced hernia recurrence which will require re-operation. No additional information has been provided.